Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 240 mg/dl. The display on the insulin pump was blank at the time of the report, so troubleshooting could not be performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.